Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels and bad sensor alert. The customer's blood glucose level at the time of incident was 104mg/dl. The customer's blood glucose level at the time of incident was 104mg/dl. The customer's levels had been as low as 40mg/dl. Troubleshoot was conducted. The customer was advised to replace sensor.